Event description:
The customer reported that elevated level one, human chorionic gonadotropin (bhcg) quality control (qc) results were generated on the unicel dxc 600i synchron access clinical system over four days. The customer indicated that it was an ongoing issue. Level one quality control recovery was between two standard deviation and four standard deviations outside of range high. This report represents the elevated level one, bhcg results generated on (B)(6)-2012. No erroneous patient results were generated in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. No patient information, actual patient results, or sample handling/collection information was provided by the customer. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that relative light units (rlus) begin increasing, rather than staying stable as expected, after affected reagent packs were put into use on the system. When the customer changed to an unaffected reagent pack the rlus once again would return to the original, normal background level.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) cleaned and rebuilt the wash station for the main pipettor. The fse then performed a carryover test which passed within the instrument's specifications. A subsequent quality control assessment generated results which met the customer's established specifications. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The cause of the event is unknown and could not be determined associated mdrs: 2122870-2012-00600, 2122870-2012-00666, 2122870-2012-00667, 2122870-2012-00668.